Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage from the cuff base. There was patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no physical damage or other anomalies observed. During the functional testing, the cuff inflated successfully but showed signs of deflation. The trach was checked for leaks by submerging it in water as per manufacturing procedure. A leak was observed at the proximal weld of the cuff and the trach body. No leaks were observed from the inflation line or pilot balloon. The complaint of leakage can be confirmed. The probable cause is due to an inconsistent weld around the tubing. A device history record (DHR) review could not be performed as the lot number was unknown.